Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the objective lens fluid damage, the objective lens fluid damage, the lcb distal cover glass fluid damage, the ground wire coating damage, the segment steel braid broken, the angle wire play, the forward body frame corroded, the mechanical base plate corroded, the air nozzle missing, the water nozzle missing, the nozzle gluing missing, the segment crushed, the lcb (light carrying bundle) crushed, the segment steel braid deformed, the operation channel (primary) leak, the lg prong top dirty, the electrical pin connector dirty, the objective lens dirty, the lcb distal cover glass dirty, the lg prong loose, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the light guide cable lump/wave, the left pulley wire rupture, the right pulley wire rupture, and the insertion flexible tube dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).